Manufacturer narrative:
A visual examination of the returned opened, used, and damaged device revealed the clear disc within the check-flo valve assembly was no longer seated in the cap and body adapter. At this time we are unable to determine with certainty why the check-flo disc was dislodged from the cap and body as the customer did not provide the specific dimensions and/or type of stent delivery system which was inserted into the valve assembly. Nevertheless, the appropriate individuals have been notified. Per the attached instructions for use, it is stated: "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." We will continue to monitor this device.

Event description:
The rcfw sheath was inserted in the usual fashion over a wire. The wire (unk dimensions) was then exchanged for an exchange length amplatz wire. The stent to be placed was then advanced over the wire in the normal fashion. Everything was normal until the stent needed to be repositioned slightly within the pt. As the stent was advanced through the sheath, it was then that the diaphragm within the hemostatic valve gave way and advanced into the sheath itself. As the stent had exited the distal end of the sheath and partially deployed, the physicians were unable to withdraw the stent back into the sheath. Therefore, the procedure had to continue using the malfunctioning sheath, and the result was loss of a significant amount of blood through the sheath diaphragm. Significant blood loss. Up to a litre of blood lost.